Event description:
Unk piece of metal resembling short pin fell into the surgical site from unk instrumentation in the hra set. The pin was easily removed without damage to any tissue. Add'l info obtained from reporter. "No breakage of pins," "no pt harm," "no delay in surgery." There was no info known about post-op x-rays.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.